Manufacturer narrative:
Concomitant medical products: 1103 pump and 1125 graft implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed atrial lead undersensing on the current electrogram. In addition, low amplitude r waves were noted on the right ventricular (rv) lead. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.